Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable tachy lead, implanted: (B)(6) 2011; d224trk implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2010; 4194 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that there was a systemic infection. The device and leads were removed. No patient complications have been reported as a result of this event.